Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an unknown male sling. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. The patients status was successful following the procedure.